Event description:
A malfunction was reported on a pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to call back if the issue occurred again.